Manufacturer narrative:
Qc after the event was low. The instrument was re-calibrated; however, it did not resolve the low recovery. A field service engineer (fse) found a dirty modular chemistries (mc) sample probe. The fse flushed and cleaned sample probe and verified the instrument's performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na), potassium (k), and chloride (cl), results generated by the unicel dxc 800 pro synchron clinical systems for multiple patients. The results were reported out of the lab and were questioned by the physician. The samples were retested on a different instrument and reports were amended. Treatment was not initiated or withheld based upon the false results reported.